Event description:
The customer contacted baxter's service center regarding a system error (se) 2240/2367 (air in tubing) on the homechoice (hc) during drain 4 of 4. The home patient (hp) had disconnected and reconnected prior to the alarm. The technical service representative (tsr) recycled the power to clear the alarms and explained alarms. The caller would discard supplies and finish with manuals. The caller would call the registered nurse (rn) regarding the air detect alarm and reconnecting after the alarm occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, then a follow up MDR will be submitted. The homechoice and homechoice pro apd systems patient at-home guide instructs patients how to emergency disconnect for a short time period. Patients are instructed how to return to therapy after emergency disconnect. A formal review of the product label will be